Event description:
It was reported that three days after implant the patient's right atrial (ra) lead dislodged. The lead was removed and not replaced. The patient's clinic indicated chronic atrial fibrillation was also a consideration. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).